Event description:
It was reported that upon unpacking, signs of cracking were found on the pigtail end of the stent. The device was unusable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted visual requirements per cs-7090-xx state use 12" to 18" distance under normal room lighting unless otherwise noted. When evaluating the sample, a separation could be seen on the proximal pigtail and at the suture porthole. The separation at the pigtail appeared to be indented inward with no stretching or discoloration to the material. The suture separation does appear to be jagged and stretched, this is seen when the suture is forcefully pulled from the stent. The suture was not provided for evaluation. The dust cover provided did appear to be mishandled due to the stretching of the pouch. Dimensional evaluation noted dimensional requirements per cd-7090-xx state the od is to be 0.061" ± 0.002", tip ID to be 0.039" ± 0.002", guidewire to be 0.035" ± 0.001", and tube ID to be 0.040" + 0.002" -0.001". The sample passed all dimensional requirements per cd-7090-xx. The od measured at 0.0620" and 0.0618" using a laser micrometer. The tip ID was measured using a 0.039" pin gauge. A 0.035" guidewire passed through the sample with no hesitation. The tube ID was measured where the separation occurred using a 0.040" pin gauge. Although an exact root cause could not be determined a potential root cause could be material selection. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon unpacking, signs of cracking were found on the pigtail end of the stent. The device was unusable.